Event description:
Patient secured on operating room table with safety strap. Operating room table was rotated during the procedure. Pt's weight shifted and safety belt slipped out through the metal teeth. Pt slid from table. Immediately, staff present in the operating room caught pt and lowered pt to the floor. Airway was maintained and endotracheal tube remained secure. Attending surgeon examined pt. No ill effects. A pelvic x-ray was done and results were negative.